Manufacturer narrative:
The device is not expected to return as it was surgically abandoned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was capped due to fracture. No additional adverse patient effects were reported.